Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated she was in a lawn when the sprinklers came on and got wet. Blood glucose value was 240 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.